Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that blue screen occurred on the medstation. A technical support specialist updated the device to autologin in application and rebooted to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations blue screen had occurred and prompting to enter password. The customer stated that the malfunction occurred when user was unable to login to take out the medication and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.